Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2008, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported a duplex performed on (B)(6) 2014, revealed the incomplete wall apposition of the right iliac limb with retrograde flow filling the residual aneurismal sac which has increased in size from 4.7cm x 5.8cm to 5.5cm x 5.8cm (last scan june 2013). A cta performed on (B)(6) 2014, revealed interval enlargement of the infrarenal aneurysm neck with poor apposition of the graft to the aortic wall. A reintervention was performed on (B)(6) 2014, to treat a suspected proximal and distal type I endoleak with aneurysm sac enlargement (6.0 to 6.2 cm enlargement from 2012). The physician treated the proximal endoleak by implanting multiple aortic extender endoprostheses just distal to the renal arteries and approximately 4 cm above the initial implanted device. An iliac extender was implanted in the right iliac artery, and extended to the hypogastric artery, not covering the artery. Both endoleaks were excluded and the patient tolerated the procedure.